Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was informed by a site's radiologic technologist (rt) that there was an unusual noise coming from imaging system when system is driven in reverse direction. The representative observed that the x-stage cover had multiple indentations caused by gantry docking pins colliding with cover. The forward portion of the cover had been pushed downward, causing the lower portion of the cover to rub against the caster wheels. They removed, repaired, and reinstalled the x-stage cover. System expected drive functionality restored. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information that when the imaging system is moving in reverse it makes a strange sound. It was found that the pins had made holes in the x-stage cover were rubbing against the casters. This issue happened outside of a procedure.